Event description:
The customer observed falsely elevated alinity c total bilirubin results for multiple patients. The following data was provided (customer¿s reference range 5-25 mol/l): sample ID (B)(6) initial result = 6.87 mol/l, repeat result on another instrument (B)(6) = 4.48 mol/l sample ID (B)(6) initial result = 5.67 mol/l, repeat result on another instrument (B)(6) = 3.14 mol/l sample ID (B)(6) initial result = 5.56 mol/l, repeat result on another instrument (B)(6) = 3.53 mol/l sample ID (B)(6) initial result = 7.02 mol/l, repeat result on another instrument (B)(6) = 4.59 mol/l sample ID (B)(6) initial result = 5.09 mol/l, repeat result on another instrument (B)(6) = 2.76 mol/l sample ID (B)(6) initial result = 5.83 mol/l, repeat result on another instrument (B)(6) = 3.54 mol/l sample ID (B)(6) initial result = 6.05 mol/l, repeat result on another instrument (B)(6) = 3.58 mol/l sample ID (B)(6) initial result = 5.87 mol/l, repeat result on another instrument (B)(6) = 3.69 mol/l sample ID (B)(6) initial result = 6.58 mol/l, repeat result on another instrument (B)(6) = 4.26 mol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 patient identification: sids (B)(6) section e1 - phone complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity c total bilirubin results for multiple patients. The following data was provided (customer¿s reference range 5-25 mol/l): sample ID (B)(6) initial result = 6.87 mol/l, repeat result on another instrument ((B)(6) ) = 4.48 mol/l sample ID (B)(6) initial result = 5.67 mol/l, repeat result on another instrument ((B)(6) ) = 3.14 mol/l sample ID (B)(6) initial result = 5.56 mol/l, repeat result on another instrument ((B)(6) ) = 3.53 mol/l sample ID (B)(6) initial result = 7.02 mol/l, repeat result on another instrument ((B)(6) ) = 4.59 mol/l sample ID (B)(6) initial result = 5.09 mol/l, repeat result on another instrument ((B)(6) ) = 2.76 mol/l sample ID (B)(6) initial result = 5.83 mol/l, repeat result on another instrument ((B)(6) ) = 3.54 mol/ sample ID (B)(6) initial result = 6.05 mol/l, repeat result on another instrument ((B)(6) ) = 3.58 mol/l sample ID (B)(6) initial result = 5.87 mol/l, repeat result on another instrument ((B)(6) ) = 3.69 mol/l sample ID (B)(6) initial result = 6.58 mol/l, repeat result on another instrument ((B)(6) ) = 4.26 mol/l no impact to patient management was reported.

Manufacturer narrative:
Section h4 - device mfg date updated from blank to 7/1/2019. The field service representative (fsr) performed troubleshooting, inspected the instrument, and cleaned the clogged nozzle c4 #1, #4, #5 which resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6) . There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c did not identify any trends associated with the complaint issue. A review of tracking and trending for the nozzle c4 #1, #4, #5 did not identify any trends. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial number (B)(6) or the nozzle c4 #1, #4, #5, was identified.